Event description:
Nurse sustained puncture wound from IV catheter needle after insertin the IV catheter and transporting two (2) needles for disposal. Nurse suspects failure of protective locking mechanism failure on one of the two catheters used.